Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had poor/no telemetry with recharging. They had poor communication. It was reported that the patient tried to charge and wasn¿t able to do so. The patient had been trying for almost a month to get an appointment to have their device jump started. It was reported that the patient last successfully charged their device about three months ago. The patient stated that they had this happen once before about two to three years ago and a rep was able to give them a ¿jump¿. The patient stated that they saw their doctor last week and they said they would get a message to the reps and have someone call them, but the patient still hadn¿t heard from anyone. No symptoms were reported. It was reported that this first occurred two to three years ago (where the device had been jump started). The current issue of the patient trying to charge and not being able to occurred maybe about a month ago (2018). No further complications were reported/anticipated. On 2018-05-17, additional information was received from the health care provider (hcp) on 2018-may-17 reporting that the patient requested a jumpstart on their scs. It was unknown if the issues resolved. The next scheduled visit was for (B)(6) 2018. No further complications were reported. On 2018-jul-12, additional information received from the patient reporting that steps taken to resolve not being able to recharge or communicate with the ins was the patient stated there were initial problems getting the manufacturer representative (rep) to return their call. However, they stated they later set up and appointment to recharge the unit. It was reported that the issues of not being able to recharge or communicate with the ins had been resolved, however they stated the unit does not take a full charge. The battery ¿waste¿ (unclear what word was written) units ability to use the unit being tethered to a requirement. To constantly recharge makes them not want to use the unit. It was reported that the patient was (B)(6) and 5¿ 9¿ at the time of the event (different weight than doctor previously reported). No further complications were reported/anticipated.